Event description:
Customer said their ICU-hdu system rebooted twice in the same day. This resulted in a temporary inability to centrally monitor patients, however, bedside monitoring was not affected. There was no report of any patient harm as a result of the reported event. The customer did not provide any patient information.

Manufacturer narrative:
The device evaluation is not yet complete. A follow-up report will be submitted when the evaluation is completed. This complaint is being reported in an abundance of caution for a temporary loss of centralized patient monitoring.